Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device would display a "system error" and restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.